Manufacturer narrative:
It was reported that the explant has been retained by the facility.

Event description:
It was reported that a revision surgery on patient's knee occured as the patient was unstable. Surgeon exchanged the poly insert.